Event description:
End user¿s mom reports two different lots of catheters ¿have a watery glue or sticky syrup" type of film towards the middle of the catheters that have caused her daughter to have 2 utis. She said she got all these boxes in (B)(6) 2021 and they were using them through (B)(6) 2021 before they noted the defect on all of them. It is hard to see and you have to hold them to the light to see, so this is why it wasn't caught earlier. They have been using these catheters for the last 6-8 years and have never had this issue.¿ she said ¿right after they got this shipment and she started using them she noted her daughter had a uti in (B)(6) 2021. At first she thought it could have been the soap type she had changed to as she cleans her irrigation syringes so she changed that. Her daughter "is allergic to the world" she said. Noting allergies to corn, different lubricants that have preservatives and hydrophilic catheter coatings. They went to the lab and did a urine specimen as ordered by the urologist and it was positive for infection. Her symptoms were nausea, cramping, malodorous urine, headaches and backaches, no pain as her daughter does not have much sensation below her waist. An antibiotic was prescribed. She was born with spina bifida and caths every 3 hrs through her appendicovesicostomy channel. She is very clean prior to cathing and takes all the proper measures to stay as clean as possible following proper clean intermittent cathing procedure. Shortly after completing that antibiotic, she started to develop another uti and again the same symptoms returned and they had to do another urine samples which turned positive for uti and be placed on another round of antibiotics until finally her mom had checked the catheters and noted they all had this "water glue or syrup" on all of them about 1.5inches from the tip, in the midsection about 3inches below funnel. She states this was the cause of her 2 utis because she stopped using these affected catheters and her utis have stopped. She thinks whatever was coating them could have disrupted her ph causing the utis. She said her daughter did very poorly with antibiotics and tried to avoid them all costs stating she vomits often with them. Mom states she last had utis prior to changing to these catheters as she was allergic to the hydrophilic coating on other catheters. These have worked well up until this experience. The ones that do not have this defect, they still like and will continue to use.¿ this report addresses one uti since it is unknown which lot the uti was attributed to. A separate report has been generated to address the additional lot reported and second uti.